Event description:
During a greenfield filter placement procedure, the dilator that is used to introduce the catheter broke off in the patient's vessel. The normally percutaneous procedure had to be converted to open. The patient did not suffer any adverse effects as a result of this event.